Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per literature review, it was reported that recurring atrial fibrillation (a fib) and atrial flutter/arrhythmia occurred. A study from the department of cardiology, centre hospitalier epicura was conducted to evaluate the impact of an ablation strategy beyond pulmonary vein using pulse field ablation (pfa) on arrhythmia freedom and left atrium function in persistent atrial fibrillation (persaf) patients. This study included 93 patients with persistent atrial flutter (af) undergoing first time pfa targeting pulmonary veins (pv) and other extra-pv targets. Af-related symptoms, adverse events, electrocardiograms, and transthoracic echocardiograms were assessed at follow-up visits at 1, 6, and 12 months. Among a total number of 105 persaf patients undergoing af ablation, patients who received pvi-only were excluded. The remaining persaf patients who underwent atrial ablation beyond pvs were included in the analysis. Briefly, pulmonary vein isolation and posterior wall isolation were performed in all patients; additional ablation in the persaf was done individually according to procedural electrograms and mapping, targeting the anterior and posterior mitral isthmus, the anterior portion of the left atrium roof, the left atrium septal region, and occasionally the right atrium (e.g., superior vena cava (svc), cavo-tricuspid isthmus (cti), crista terminalis). One minor peri-procedural complication was reported, which consisted of a vasospasm of the right coronary artery that resolved a few minutes after i.v. Nitrates administration. After this complication, i.v. Nitrates were prophylactically administered before peri-mitral and peri tricuspid applications, and no other instances of coronary spasm were detected at ECG. During the blanking period, 15 patients had recurrence of atrial fibrillation (a fib) or atrial flutter. At 1 year follow up, 89 patients were free from atrial fibrillation (a fib) and 77 were free from atrial arrhythmia episode. The main type of recurrence was atypical atrial flutter. Among patients with recurrence, 5 underwent redo ablation, and at 1-year follow-up after an average of 14 of patients were in sinus rhythm. No adverse events were reported during follow-up. No device is expected to return as this is from a literature review.